Event description:
It was reported that surgeon revised pt's left hip due to pain, increased metal ions in blood and fluid build up. While performing the revision surgeon also noted significant necrotic tissue and significant metal wear at the stem neck junction which included some sort of black material.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.